Event description:
During percutaneous coronary intervention, the dr. Felt resistance during stent deployment and thought it was due to vessel calcifications. The needle on the indeflator would not respond to pressure. The dr continued to deploy the stent to an unk pressure, causing the balloon to rupture. The circumstances surrounding the continued use of the device are unclear. As a result of the over-inflation, vasospasm occurred in the artery and the pt was given risordan (2mg). The pt recovered within a few minutes and a dissection was not observed. The suspect device has been returned and the investigation is urgently moving forward and all attempts to gather more info are being made.

Manufacturer narrative:
The evaluation is not complete. Conclusions - the suspect device has been returned for evaluation; however, the investigation is not complete. A follow-up report will be submitted when add'l info is available.